Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient received radio frequency ablation via the 360 express balloon catheter. There was no unusual findings endoscopically prior to catheter intubation, during the treatment session, or after the treatment session were noted. There was nothing unusual about the procedure and the patient has no complaints at discharge. The patient presented on (B)(6) 2016 with symptoms of dysphagia and was found to have severe stricture which required 4 balloon dilation sessions and one incisional therapy session. Symptoms have since been resolved.